Manufacturer narrative:
Device evaluation: per complaint folder the sample was discarded, therefore, product evaluation was not performed. Complaint reported could not be verified. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, sex, weight, ethnicity: not applicable no patient involvement. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a dcb00 intraocular lens (iol) had haptic damaged. There was no patient contact, no adverse event. Lens will be destroyed. No other information was provided.